Manufacturer narrative:
The device was returned to smiths/ICU medical. After running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The expulsor assembly was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Event description:
Oracle ro 1221926: a low flow rate ((B)(4)) was reported (during testing). No patient injury was reported.